Manufacturer narrative:
Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Event description:
It was reported to philips by a customer that the unit is not getting on. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The manufacturer's product service engineer (pse) was dispatched to the site and confirmed the reported problem. The pse replaced the power supply to resolve the issue. The unit passed required performance verification tests per philips standards.